Event description:
Hlg rv ead capture t res o s, un ersensing eadm1 to ac o therapy, an patient expired. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).